Manufacturer narrative:
Visual inspection performed by medacta r&d spine product manager: the three setscrew 03.50.204 have the beginning of the thread with a small deformation. The potential root cause of this deformation is due to the cross threading with the pedicle screw head whose risk is more high in the free hand technique. Additional information: in order to reduce the risk of cross threading, it can be used the reduction device (one step reducer / two step reducer / locking tower) or the enhanced setscrew driver.

Event description:
Devices analysed by medacta r&d.

Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 1921204: 150 items manufactured and released on 16-may-2019. Expiration date: 2024-04-27. No anomalies found related to the problem. To date, 96 items of the same lot have been already sold with another similar reported event (second casereported in this same complaint). Additional device involved batch review performed on (B)(6) 2019: pedicle screw 03.50.204 must combined setscrew h4-t27 - (4x) (k171758) lot 1920258: 120 items manufactured and released on 15-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, 82 items of the same lot have been already sold without any other similar reported event.

Event description:
The surgeon was not able to insert the 4 out of 3 set screws into the pedicle screw heads due to the crosss-threading, although the surgeon performed the surgery in accordance with the surgical techinique. The surgeon replaced the new set screws. Due to this event the surgery was prolonged about 30 minutes, total surgery time 210 minutes. The surgery was completed successfully.